Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06938, related manufacturer reference number: 2017865-2021-06939. It was reported that the patient presented for a pocket revision due to skin erosion. During the procedure, it was revealed that the right atrial and right ventricular leads exhibited insulation and lead damage. The leads were capped and replaced and the pacemaker was reoperated on (B)(6) 2021. The patient was stable.